Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pains / chronic pain") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("colics"), inflammation ("abdominal inflammation"), lactation disorder ("milk production") and back pain ("lumbalgia due to inflammation"). At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the inflammation and lactation disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, inflammation, lactation disorder and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: normal. Lactose tolerance test - on an unknown date: normal. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 6.555 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.